Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: a device failure was reported. The colibri runs irregularly and is noisy. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: service history review of the device has been performed. The review indicates that the device has not been serviced during the past six months. There is no information relevant to the current complaint issue. A service and repair evaluation was completed: the investigation is based on the service & repair record received. The device failure reported by the customer could be confirmed. During the pre-repair diagnostic assessment the service technician identified the following: motor seized, rough running. The service history review shows no previous service conditions relevant to the current complaint issue. The service technician repaired the device. The device has been serviced and functional testing has been performed in accordance with service manual. The probable root cause identified is normal wear. The date of manufacture for the device is 04/2002. The device was repaired/serviced, functionally tested and returned to the customer as the device was deemed functional. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.